Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because leaflet damage was suspected and mitral valve replacement surgery was performed, which is considered a permanent impairment. Additionally, the patient expired after the surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was deployed without reported issue, reducing mr to grade 2. After grasping with the second clip, mr could not be reduced lower than grade 2; thus, the clip was re-opened. After the clip was re-opened, mr increased back to grade 4. Several grasps could not reduce mr lower than grade 2; thus, the clip was deployed reducing mr to grade 3. The physician suspected that the leaflet had become damaged; however, no visible damage was noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The patient was sent for mitral valve replacement surgery; however, the patient expired after the mitral valve replacement surgery. It is unknown if an autopsy was performed and the cause of death is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the information provided to abbott vascular and the manufacturing records. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral valve injury (tissue damage) and death, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship of the device, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling.